Event description:
It was reported that during the implant procedure, inserting the atrial lead into the atrial port of the pulse generator was difficult and once inserted, it could not be removed. Eventually, the lead was removed and connected successfully to a new pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.